Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had a impella 5.5 pump support ongoing when there was an automated impella controller (aic) damage. The team unplugged the console to transport patient to computed tomography imaging and found wire/cord damage. The aic was replaced and there was no patient harm.